Event description:
During reprocessing , the device was observed with insufficient air supply. There was no patient harm, no user injury reported due to the event. The facility completed the maintenance (reprocessing) with another similar device. This report is being submitted for reprocessing , handling issue as insufficient air supply is an indication of blockage in the nuzzle due to handling/insufficient reprocessing issue.

Manufacturer narrative:
Address- full address name of the facility is (B)(6) the subject device was received and evaluated at repair center (rc) olympus china. Device inspection noted during the inspection at rc, the air/water (a/w) tube was unblocked and no foreign material was found however, nozzle was noted to be dirty. Review of service history record showed the concerned product has not been repaired before in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although, it was confirmed that foreign material was adhered to the a/w nozzle, the specific material could not be identified. It was noted that deviations from reprocessing steps by the user could not be confirmed. Olympus will continue to monitor field performance for this device.